Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer¿s father reported via phone call that they experienced high blood glucose level of 427 mg/dl. The customer had symptoms such as nausea, vomiting and abdominal pain and treated with shots. Customer's other blood glucose value was 384 mg/dl. Troubleshooting was performed. It was reported that the customer was using auto mode. There were no leaks or air bubbles. There were no site or insulin issues. Customer was advised to change the infusion set, reservoir and insulin and to treat per healthcare professional's recommendation. The insulin pump will not be returned for analysis.